Manufacturer narrative:
Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. No samples nor pictures were received for evaluation. Based on the available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that a nurse who is used to giving uzedy injections had a different experience when she attempted to give a uzedy 125 injection. The medicine was kept on the shelf (not refrigerated) and was a specific patient's prescription and not a sample. The nurse reported that although she whipped the medicine 3 times, the plunger would not move and she did not see any liquid moving like she would see when she gave other uzedy injections. There were samples in the office and the patient was able to receive their injection. The product was not at room temperature prior to injection. The medication did not seem thick or viscous. The injection site was the left upper posterior arm. The device was not dropped or handled roughly before use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.